Manufacturer narrative:
Corrected data: d4 ¿ UDI. One device was received for evaluation. Visual inspection found a cracked top case, cracked plunger case, and a cracked battery door. A 'backup audible alarm post' alarm was revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the nonfunctional main pcb was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3, is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was giving error codes. There was no patient involvement.